Manufacturer narrative:
Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Bausch + lomb received an iol accompanied by paperwork indicating that the lens was in the eye, incision was enlarged, sutures were placed, and the iol may have been misloaded. Additional information regarding the patient/event and returned iol has been requested.